Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 143 mg/dl. Customer stated that the down arrow button was not working. Customer also stated that he could not use the button to bolus. Customer just got a shower and stated the numbers were not coming down. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump down arrow button did not respond due to corroded keypad trace. No moisture damage on electronics noted. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)